Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 assay ver. 2 on a cobas 8000 e 602 module. The sample initially resulted in a troponin t value of 102 ng/l and this value was reported outside of the laboratory. A nurse questioned the result, so the sample was repeated. The repeat result was 12.1 ng/l and this value was deemed correct as it aligned with previous results of the patient. The troponin t reagent lot number was 56640601, with an expiration date of 31-dec-2022.

Manufacturer narrative:
For the last calibration performed on 19-apr-2022, calibration signals were within expectations. Quality controls were within range. There was no indication of a reagent or instrument performance issue. Abnormal aspiration alarms were noted on the day of the event. The field service engineer was unable to duplicate the issue. The customer repeated multiple samples with no errors or high results. The instrument was checked. A system reagent syringe was flushed due to having cloudy reagent. Sample and reagent alignments were checked. Precision studies were performed. The customer ran controls and all results were within specified ranges. The investigation could not identify a product problem. The cause of the event could not be determined.